Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely depressed alinity I stat high sensitivity troponin-I results multiple patients when compared to istat (bedside) results. The following data was provided: a 43-year-old female patient with presenting cardiac symptoms (customer provided alinity reference range/cutoff values for females is 0 to 14 ng/l): on (B)(6) 2026 at 0934, istat (sn: (B)(6): venous sample = 14.4 ng/l. On (B)(6) 2026 at 1141, istat (sn: (B)(6): venous sample = 13.3 ng/l. On (B)(6) 2026 at 1557, alinity (B)(6): plasma sid: (B)(6) was <3 ng/l. On (B)(6) 2026 at 1339, istat (sn: (B)(6): venous sample = 60.1 ng/l. On (B)(6) 2026 at 1455, alinity (B)(6): plasma sid: (B)(6) = 12 ng/l. On (B)(6) 2026 at 0945, alinity (B)(6): plasma sid: (B)(6) = 6 ng/l. The istat results matched the patient¿s clinical presentation and they were done at west beaumont hospital and they do not have an alinity instrument. The alinity I stat high sensitivity troponin-I testing was done at st. Elizabeth, and they do not have istats. The field service representative (fsr) performed an onsite visit and found the instruments were in good condition. The customer indicated they switched from millipore to medwater as their water supplier on (B)(6) 2026. A 39-year-old male patient with elevated blood pressure (customer provided alinity reference range/cutoff values for males is 0 to 35 ng/l): on (B)(6) 2026 at 1600, istat (sn: (B)(6): 33 ng/l. On (B)(6) 2026 at 1725, alinity: 16 ng/l. No impact to patient management was reported.